Event description:
It was reported that a patient underwent a procedure for management of a voluminous ski care wound on the right buttock on (B)(6) 2025 and suture was used. The indication was to perform deep fat approximation stitches with absorbable suture on the recommendation of the orthopedist. During the procedure, needle and thread detachment occurred with deep stitching in adipose panicles. Impossibility of finding the small needle embedded in the fatty panicles at around 1cm from the skin surface after careful search and palpation. The rupture zone was located at the junction of the thread and the needle, and without exaggerated traction between these 2 elements. An ultrasound of the soft tissues was done. The foreign piece was not found. The patient was instructed to seek consultation again in case of discomfort. Currently, the patient shows no discomfort.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm how many devices demonstrated the alleged deficiency during this procedure: only one defective wire has been implicated. Is there any plan in place to remove the needle piece in the future?: an ultrasound of the soft tissues was done. The foreign piece was not found. Instructions to seek consultation again in case of discomfort. What is the most current patient status? The patient currently shows no discomfort.